Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer stated that insulin squirted out during manual prime. The pump was not dropped or bumped. The pump had no water contact and the drive support cap does not appear to be damaged. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.